Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension, and five limb stent grafts. At an unknown date the patient expired. An autopsy revealed a type 3b endoleak was present, however, there was no signs of a rupture.

Manufacturer narrative:
The review of manufacturing lot records confirmed all devices met specifications prior to release. The event devices were not returned, therefore no physical device evaluation was completed. At the completion of the clinical evaluation, there were evidence to support prolonged procedure time, unresolved endoleak type iiib of the main body with no rupture, and cardiac death. Additionally, there was evidence to support the following observations: endoleak type ia at the index procedure which was resolved with an additional cuff, bladder infection, right upper quadrant pain, acute cheloythiasis, and acute cardiac event. Based upon the information received, the root cause of the intraoperative endoleak type ia was likely due to user error. The suprarenal stent was positioned in slightly lower position than optimal whereby the crown was juxtaposed to the right renal artery only. The aortic neck angulation likely contributed to the suboptimal placement of the cuff. Based upon the information received, the root cause of the compromised stent graft integrity of the main body stent was likely due to the placement of bilateral stents to reline the iliac portion of the stent graft, and angioplasty of heavily calcifications in the iliac vessels. There was radiographic evidence of a leak after the limb placements. User error in the form of over-dilation could not be determined. The off-label placement within large iliac diameters and the heavy calcification in the iliac limbs likely contributed to this complaint. It is unknown if this persistent leak contributed to the death. It is likely that pre-existing cardiovascular conditions coupled with the prolonged procedure contributed to the acute cardiac event, cardiopulmonary resuscitation, and death.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, a suprarenal aortic extension, and five limb stent grafts. Two days later, the patient expired from a cardiac arrest. An autopsy revealed a type 3b endoleak was present, however, there was no signs of a rupture.